Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date of the patient's first reported visit to the physician. This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(6) 2021 surgery: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the procedure. It was reported to boston scientific corporation that uphold vaginal support system and obtryx system - curved devices were implanted into the patient during an anterior colporrhaphy, sacrospinous ligament fixation, vaginal mesh placement, cystoscopy with urethral calibration, placement of suprapubic tube and transobturator tape - obtryx procedures performed on (B)(6) 2010 for the treatment of bladder prolapse and stress urinary incontinence. On (B)(6) 2020, the patient visited the physician with complaints of lower urinary tract symptoms. Reportedly, the patient did not have a good size and strength to her urinary stream. Her urinary stream did not start and stop during voiding. She did dribble at the end of urination; however, she felt that she was emptying her bladder well. The patient reportedly got up at night to urinate 5+ times and leaked urine when had a strong urge to void. Additionally, she had seen blood in her urine. The symptoms had then gotten worse over the last year and she was not satisfied with the way she was voiding. Assessment of the physician includes overactive bladder, urge incontinence, incomplete bladder emptying and hematuria. She was then scheduled for a surgery on (B)(6) 2020. On (B)(6) 2021, due to mesh erosion into vaginal wall, vaginal atrophy (also treated with vaginal estrogen cream), cystocele, rectocele, urge incontinence, cirrhosis of the liver with ascites, mitral valve insufficiency and pericardial effusion, the patient underwent the following procedures: vaginal removal of apical/anterior mesh kit; anterior colporrhaphy; adjacent tissue transfer with vaginal advancement flap; and cystoscopy. During the procedure, a 2.5 x 1 cm of exposed mesh banding at the apex was noted and it was discovered that it was the uphold mesh that was exposed. On cystoscopy, the patient has cystitis cystica. No injury to the bladder noted. The patient was then taken to pacu in good condition after the procedure.